Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance at a routine office visit. The neurologist indicated he would be sending the pt to a surgeon for lead revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.